Event description:
Medtronic received information that this mechanical valve, implanted sixteen years, was opening thirty to thirty-five degrees on echocardiogram. At explant, it was reported that there was calcification on the inflow of the valve and pannus on the outflow. The valve was sent to pathology at the hospital and will be returned to medtronic for analysis. No adverse patient effects were reported. Additionally, it was reported the patient had sjogren's syndrome and chronic atrial fibrillation.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.